Manufacturer narrative:
The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and complaint files. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported withdrawal difficulties with the involved angio-seal device. The following information was provided by the user facility: the physician went to deploy the angio-seal device and when he went to pull back he did not hear a "click" and the entire device was stuck near the patient's groin; they could not withdraw the angio seal and said the device was stuck at the skin and would not deploy; the physician opened another angio-seal device and attempted to advance the device which also was unable to advance, however, the reporter said the entire device was stuck at the skin; the patient was re-sedated and after 10 minutes, they successfully removed the entire device from the patient with no injury or observed remnants of the device; there was no bleeding during the time the device was in-vivo but unable to be retracted; hemostasis was successfully achieved; the second angio-seal that was attempted was from a different lot# 5714876 (invalid lot number); the estimated blood loss was less than 250 cc; and the patient is in stable condition. On 6/20/2017: update from tm- hemostasis was achieved by manual compression without issue. On 6/20/2017: additional information was received from the tm who was at the account when he confirmed that the lot number was unknown.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the evaluation results and correction product problem was inadvertently not selected in the initial report, product problem has been selected. The actual device has yet to be returned for evaluation. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results there is no evidence that this event was related to a device defect or malfunction. With no return of the actual device the exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.